Event description:
It was reported that the insulin pump stopped working during insulin delivery. The insulin pump alarmed motor error. The blood glucose reading is 97 mg/dl. The drive support cap is loose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.